Manufacturer narrative:
Follow-up # 2 ¿ (6/8/2013).the patient's meter has been returned and evaluated by lifescan product analysis on 4/30/2013 and 5/16/2013, respectively, with the following findings:the meter involved in this case has passed all testing with no faults found. The reported issue could not be reproduced. If any additional information is available, the FDA will be notified in a third follow up report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging obtaining blood glucose readings of "142 and 99 mg/dl" with the subject meter, performed a couple of minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). This complaint is being reported because the reported results did not meet lifescan's precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.